Manufacturer narrative:
Product analysis: the tip capture release handle was detached on receipt of the device and was received alongside the device. The sideport assembly was also detached but was not received for analysis. Deformation was evident to the dowels of tip capture release handle, with stress marks evident and one dowel detached. It was not possible to reattach the tip capture release handle due to the broken dowel. Deformation was evident to the proximal graft cover. A gap of approximately 3mm was evident between the graft cover and taper tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that there was no damaged noted to the delivery systems packaging prior to unboxing and serving into the sterile field. Everything was in the proper position as usual. The box was sealed when it was taken off from the transportation box. The device did not contact the patient¿s body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation for a tevar (thoracic endovascular aortic repair) procedure, the "tip capture release handle" of the stent graft delivery system separated. The patient presented with a blunt thoracic aortic injury (btai) at the distal arch and multiple bone fractures from a car accident. The diameter of the proximal thoracic aorta at implant measured between 19-22mm, normal arch angulation was observed, no vessel tortuosity or calcification was identified. The procedure was initially planned with a stent graft of 100 millimeters in length, but due to the separation of the handle, the physician opted to use a stent graft with the same diameter but longer length (B)(6). The procedure was performed in zone 3, and the physician accepted the longer coverage. The event was resolved with the successful completion of the tevar procedure using the alternative device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: images received show the tip capture release handle components detached with one remaining in the product tray. One image of the device in the product tray show the components separated. An image of the product label confirmed the device identification as reported. The reported detached in-vitro was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.